Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 ¿ femoral head ¿ 62010687. 00610505032 ¿ standard liner ¿ 61826267. Unknown cup ¿ unknown part and lot. Report source (B)(6). Radiographs were provided and reviewed by a health care professional. Review identified periprosthetic fracture seen distal to the tip of the femoral component of the left total hip arthroplasty with displacement of the distal femur laterally. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to periprosthetic fracture. The head, stem and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.